Manufacturer narrative:
There was no patient involvement. The gas blender system 25-40-00 is not distributed in the USA, but it is similar to gas blender system 25-40-45, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the s3 gas blender system. The incident occurred in (B)(6). The defective gas blender was returned to livanova (B)(4) for investigation. During the investigation it was found that a defective mass flow controller was the root cause of the reported issue. The customer declined a repair and the device was returned. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s3 gas blender system was defective during priming. There was no patient involvement.